Event description:
It was reported that the patient presented to an emergency department for a non-diabetes-related issue, was disconnected from the ilet pump by ER staff, did not receive insulin for an extended period, and subsequently experienced prolonged hyperglycemia with a highest cgm value of 270 mg/dl after using an fsl3+ cgm and a flex infusion set on the abdomen; the patient later noted a low glucose of 51 mg/dl after reconnecting but reported no insulin pen use. Symptoms included nausea and headache. Outcomes included no hospitalization or admission. Investigation included complaint intake, case review, and user troubleshooting and education regarding reversion to alternative therapy when the ilet is shut off or disconnected. Investigation of this case revealed device performance consistent with expected behavior when therapy is interrupted, with no alarms or malfunctions reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was therapy interruption due to disconnection and lack of alternative insulin, representing user management and use environment factors rather than a device malfunction.